Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient thought they might have a bladder infection and was taking antibiotics. Additional information on (B)(6) reported they felt the wires had come loose due to a sharp needle like poking pain felt in the back area, near the insertion of the leads area. The patient stated it was taped down so they were not sure the wires could move. Additional information on (B)(6) reported she had 6 bladder infection this year. Additional information from the patient on (B)(6) reported she was concerned her bladder didn¿t empty and got bladder infections. There were no further complications that have been reported as a result of this event.